Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (b)(6_ 2026. On 5/3/26, the patient was experiencing blurry vision, nausea, dizziness and pallor (loss of lip color). The patient¿s father called 911. Around 330pm, ems arrived and tested the patient¿s bg meter reading which was 42 mg/dl while the cgm was reading 110 mg/dl. The patient was also wearing a tandem insulin pump. The patient¿s father treated the patient with sprite soda. At an unspecified time later, ems tested the patient¿s bg meter reading again and it was 70 mg/dl while the cgm was reading 130 mg/dl. A third bg meter reading was taken and was 90 mg/dl. No cgm comparison value was reported at this time. Ems determined the patient was stable at this point and left. The patient was not taken to the ER. The patient¿s sensor was also removed and the reporter was requesting a replacement. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.